Manufacturer narrative:
Returned for evaluation was a nevertouch fiber and tre-sheath. A visual review of the laser fiber noted that the gold tip tube had detached from the fiber and was stuck in the tre-sheath. The gold tip was then removed from the sheath's hub for examination. Examination by angiodynamics' manufacturing engineer for this product determined the device was manufactured correctly, as evidenced by proper crimp marks on the tube tip and adhesive present. The customer's reported complaint description of the "tip broke off in sheath" is confirmed. A definitive root cause cannot be determined at this time. A possible contributing factor could have been a buildup of biological matter (dried blood) around the gold tip of the fiber that occurred after the sheath was positioned into the patient. The fiber may have been partially advanced inside the sheath and left there for an extended period of time allowing the ring of dried blood to adhere to the gold tip tube. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The tip remained inside of the sheath. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The disposable device has been returned to the manufacturer for a device evaluation.